Manufacturer narrative:
Insulin pump received with pump error 63 due to the ambient light sensor on the keypad assembly failed. No damage to display window or lcd glass noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a power error alarm. It was also reported that display screen was cracked. Customer's blood glucose was not reported. Insulin pump would be replaced.